Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a split in the grey sleeve from a previous driveline repair. The white outer coating had pulled away from the black shrink wrap of the existing repair and the grey tubing was completely detached at the controller end bend relief. Silicone sealant was used to reattach the white coating. The two pieces of the grey sleeve were pulled together and super glued. After drying, rescue tape was applied to the area as an added precaution.

Manufacturer narrative:
Previous driveline repair captured under MFR. Report # 2916596-2019-06137. Manufacturer's investigation conclusion: the reported damage to the patient¿s previous driveline repair site could not be confirmed as no images of the damage were submitted for review and no product was returned for evaluation. Multiple attempts were made to obtain photographs of the damage from the customer; however, no photographs were provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Furthermore, the patient handbook instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08dec2011. No further information was provided. The manufacturer is closing the file on this event.